Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to deliver a bolus. During troubleshooting with tandem technical support, it was found that the pump safety feature lock was accidentally turned on. Tandem technical support guided the customer through turning the pump feature lock off. Customer had elevated blood glucose (bg) levels reaching over 600 mg/dl. Customer addressed elevated bg levels with manual injections. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin therapy.